Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -2.50/1.00/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was replaced with a longer length lens implanted vertically due to low vault on 17/sep/2021. This resolved the problem.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).